Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that when using cardiac coil on a 6 months old baby, a thermal burn happened on his thigh which is around 2cm of red area. Customer stopped using the coil. The reported burn injury to the 6 month old baby meets the criteria for a serious injury.